Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the left ventricular (lv) lead the patient¿s left ventricular target vessel was in poor condition. The physician tried to find multiple implantation points for the lv lead but still could not obtain a threshold below 3volts, and the patient experienced diaphragmatic twitching. After several attempts, it was found that the middle section of the guide catheter was kinked, and the lv lead could no longer pass through. After the lv lead and guide catheter were removed, it was found that the tip of the lv lead was damaged. A new guide catheter and lv lead were used to successfully implant the new lv lead at the most distal lateral vein. No further patient complications have been reported as a result of this event.